Manufacturer narrative:
The customer reported that they have had 3 cases of endophthalmitis since november. The customer thinks it is something that they are doing but wanted to mention it since they use our products. The customer provided specific event details for this patient for cataract extraction on the right eye (od) on (B)(6) 2017. The patient presented with increased inflammation and decreased vision one (1) day post-operative. The patient had corneal edema, hypopyon and anterior chamber fibrin. The facility assistant administrator completed a questionnaire. The patient was a (B)(6) female. The patient was not hospitalized. The patient was on pre-operative drops. On the day of surgery the patient was given a numbing agent, dilating drops, betadine, and an artificial tear. Post-operative on (B)(6) 2017: anti inflammatory eye drops and artificial tears as needed. Post-operative on (B)(6) 2017: anti inflammatory eye drops, antibiotic eye drops every two hours. Intravitreal injection of antibiotics were administered. Post-operative on (B)(6) 2017: fortified antibiotic drops every hour. Additional eye drops: dilating drop twice a day on (B)(6) 2017, anti inflammatory every hour on (B)(6) 2017, fortified antibiotic four times a day on (B)(6) 2017, fortified antibiotic four times a day (B)(6) 2017, anti inflammatory every two hours on (B)(6) 2017, fortified antibiotic twice a day on (B)(6) 2017, fortified antibiotic on (B)(6) 2017, anti inflammatory four times a day (B)(6) 2017. The unplanned surgical intervention was required to treat the event was an anterior chamber tap with intravitreal injection of antibiotics od on (B)(6) 2017. The culture noted no bacteria. In the surgeon¿s opinion it is unknown which device may have caused or contributed to the event. The patient has a history of cataracts (both eyes), osteoarthritis, coronary artery disease (cad), hyperlipidemia, and hypertension. Intracameral lidocaine was used. The patient was prepped with betadine. The incision was a temporal clear corneal incision at 2.2 mm. There was one side port. The wound integrity was intact with negative seidel. The ophthalmic viscoelastic device (ovd) was removed during I/a (irrigation and aspiration). The irrigating solution was balanced salt solution (bss) with no additives. The intraocular lens (iol) was implanted in the bag. The duration of surgery was sixteen (16) minutes. This was the seventh (7) case of the day. There was not a sequence of patient cases that developed endophthalmitis. The associated complications included corneal edema and hypopyon. The autoclave was last serviced in november 2016. Distilled water is used in the autoclave. The sterilization validation is completed daily. The instruments are sterilized at 270 degree/27.1 psi for four minutes (4) in a pre-vac wrapped cycle. The dry time is twenty (20) minutes. An ultrasonic cleaner is used to clean the cannulas. The solution used is sklar, which is changed every day. The ultrasonic cleaner is cleaned every morning. The instruments are manually cleaned with a soft brush or instrument wipe to ensure residue is removed. The instruments are not exposed to a washer sterilizer, enzymatic cleaner, or detergents. The tips and sleeves are removed before sterilizing. The reusable cannulas and handpieces are irrigated after use in surgery, during cleaning, and prior to sterilization. The customer uses 120 cc of water to flush the cannulas and handpieces. The instruments sit in the work room five (5) minutes or less before cleaning and sterilization. No single use products are re-used. The handpiece and system have been used since the event with no further problems noted. The facility assistant administrator noted they have seven (7) handpieces, with six (6) handpieces that stay with the tray of instruments. The outcome of the event was resolved with treatment. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The s is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the centurion or phaco handpiece caused or contributed to this reported event of endophthalmitis. The phaco handpiece directions for use (dfu) recommend pushing a minimum of 120 cc of room temperature sterile deionized water through both the irrigation and aspiration paths, and a sterilization pre-vac wrapped cycle for a minimum exposure time of three minutes (3) and a minimum dry time of sixteen (16) minutes. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The customer did not conclusively know which centurion was used. Both of the potentially associated centurion systems) were manufactured on september 6, 2016. No further information was able to be obtained from this customer regarding the balanced salt solution (bss). With no additional, related information provided, the customers reported event was not able to be confirmed. The customer provided that specific event details for a patient that had endophthalmitis after a procedure were being obtained and they will be provided once completed. A consumable lot code would be required for review of the complaint history and further evaluation. All batches are released according to the required specifications. As, no sample was returned and no lot number is known, a conclusive root cause could not be determined. (B)(4).

Event description:
A completed questionnaire was received. The patient underwent cataract extraction with intraocular lens implant of the right eye (od). One post operative one the patient presented with increased inflammation and decreased visual acuity (va). Corneal edema, hypopyon and anterior chamber fibrin were noted. An anterior chamber and vitreous tap were performed and antibiotic injections administered. The aqueous was sent for culture. Final gram stain culture of aqueous fluid revealed few white blood cells. No bacteria noted. Vitreous tap culture revealed a moderate amount of white blood cells. No bacteria found. The patient's symptoms have resolved with treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a patient experienced endophthalmitis noted post operative. This is the third report of three for this facility. Additional information has been requested, but none has been provided to date.